Event description:
It was reported that the 8800 system intermittently boots with a communication error displayed. It was noted that reboot would clear the issue. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Single board computer (sbc) and image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.